Event description:
It was reported that the customer went to the emergency room and was hospitalized with a blood glucose of 530 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.